Manufacturer narrative:
Investigation summary- no product returned. Ppae (ischemia) : in order to make a cause determination, all of the clinical details outlined in es2023-0158 would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported a 58 year old male on an impella cp due to acute myocardial infarction. The patient was reported to have ECMO and impella and as a result, bilateral ischemia was observed. Both the ECMO and impella cp was converted to impella 5.5. The patient survived the procedure.